Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pacing. Concomitant medical products: enlw1613c124e stent graft, implanted: (B)(6) 2011; enew1313c82e stent graft implanted: (B)(6) 2011; enbf3220c166e stent graft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an internal review of data transmitted from the device showed ventricular sense counts in the less than 40 bpm bin on the rate histogram. This incident was not reported by a health care provider; therefore, no patient complications were reported.